Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the pocket was grossly infected. The patient presented with an open sore that had been weeping a significant amount of purulent material. They were given 500 mg of levaquin on (B)(6) 2018, but the device ended up getting replaced on (B)(6)2018. The patient was then given 800-160 mg of bactrim. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolve without sequelae on (B)(6) 2018.